Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigated by product analysis on 22-dec-2017. On investigation, the battery compartment was confirmed to be cracked. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.